Event description:
It was reported that there was a pump problem involving an alarm heard going off every thirty minutes; telemetry had not yet been performed. The patient stated it was ¿three beeps¿ and later clarified that the alarm sounded ¿more like a european police car.¿ the patient stated ¿most of the day it will alarm and then it won¿t do it for a couple hours. The patient was not getting the pain control, and stated he knew he was not getting the proper medication. The patient started to go into systemic withdrawal starting 2015-(B)(6). The patient went to the emergency room (ER) and ¿saw a resident but he didn¿t really know what he was doing.¿ an x-ray was taken. The patient noted that at his refill on 2015-(B)(6) he was told he had 4-5 months left on the pump. The home nurse was reportedly coming by later that day. The patient was redirected to the healthcare professional (hcp) at that time. The pump was used to infuse dilaudid (hydromorphone). Additional information received reported that the patient returned to the ER because ¿his pump is failing.¿ shortly after the patient¿s previous visit to the ER, the started developing the sweats, nausea and vomiting, suggestive of acute opiate withdrawal. The patient again this time had similar symptoms. The pump was due to be refilled on 2015-(B)(6), and the patient was due to see neurosurgery at the end of (B)(6) 2015, due to the battery read 2 months left. The patient also complained of marked pelvic pain, abdominal cramping, generalized aches and pains, marked diarrhea, paresthesias, and dehydration due to refractory vomiting possibly due to opioid withdrawal due to pump malfunction. The alarm was due to a motor stall. There were several motor stalls and recoveries from 2015-03-31 to 2015-04-06; and no motor stall recovery since 2015-(B)(6). The cause of the stalls was unknown. The pump had been interrogated during the patient¿s last observation stay, and all appeared to be working adequately. The x-ray which was done previously showed the catheters to be in place as compared to the prior x-rays. No contrast study was done to document placement. The patient was then placed on a dilaudid patient-controlled analgesia (pca) with improvement of his symptoms; although, due to poor venous access, a peripherally inserted central catheter (PICC) line was being installed. It was stated that the patient was doing well with medications in addition to his intrathecal pain pump. The plan for the patient in addition to the pca was for intraven ous hydration. The pump was subsequently replaced, and the patient recovered without permanent impairment.

Event description:
Additional information later received reported that the pump ¿malfunctioned¿ and had since been replaced. The patient stated that they heard the alarm, being terrible sick and having a bladder disease that worsened. The pump was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, lot# n165063001, implanted: 2009-(B)(6), product type catheter. (B)(4).